Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828810pl) was implanted on (B)(6) 2023. The valve setting was successfully changed from 1 to 2 on (B)(6) 2024. On (B)(6) , 2024, after checking again, the valve was set to 1. The valve was stuck at level 1 and could not be adjusted, despite numerous attempts by various programmers. The patient did not presented signs and symptoms due to valve failure. Therefore, the valve was removed and replaced on (B)(6) 2024. On (B)(6) 2024, the patient was discharged and in a stable condition.

Manufacturer narrative:
Updated fields: a2, a3a, a4, g3, g6, h2, h3, h10, h11. Additional information received: - where did this event occur? Hospital. - the device(s) may have caused or contributed to: minor injury to the patient or health care provider (indicates voluntary report). - was there a problem with the device (such as a defect, malfunction, break, etc)? Yes. - was someone directly "operating" the device at the time of the event? Yes. - were there other devices being used on the patient at the time of the event that may have caused or contributed to the event? None. - were there other therapies being used on the patient at the time of the event that may have caused or contributed to the event? No other therapies. - what was the original intended procedure? Distal ventriculoperitoneal shunt revision. - patient's age at time of event: 3 years. - patient's sex: male. - patient's weight: 11 kilograms. - did the patient have any preexisting characteristics that may have contributed to the event? Not known - approximate age of device: 11 months.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828810pl) was returned for evaluation. Device history record (DHR) ¿ product code 82-8810pl with lot 5949435, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; no defects noted. The valve passed the test for programming, leaks and occlusion. The valve failed the test for reflux and pressure. The valve was dismantled and was examined under microscope at appropriate magnification; biological debris was noted on the flat spring of cam ball arm assembly and the rotation construct, and the ruby ball. Root cause analysis - no root cause could be determined for the issue reported by the customer as the technician could not confirm any programing issues with the valve at the time of investigation. The possible root causes for the issue reported by the customer could be due to the pressure issue noted during the investigation. The root cause for the reflux and pressure issues noted during the investigation were due to biological debris interfering with the valve mechanism.